Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system on site and confirmed that system did not start up. Upon troubleshooting fse found that the failure of the flexspot pc power supply resulted in the blowing of the associated fuse. To resolve the issue, fse replaced power distribution unit (pdu) in b cabinet and flexviewing pc. The system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system did not boot up. There was no reported patient or user harm. Philips has started an investigation of this complaint.